Event description:
Boston scientific crm received info that this right ventricular (rv) lead displayed loss of capture one year post implant. This lead was explanted and a new lead was successfully implanted. To date, no adverse pt effects have been reported. Dates were provided by boston scientific.